Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer, "a 4fr dl powerpicc provena inserted in the right upper arm basilic vein on (B)(6) 2022. It was found to be kinked in the upper 1/3 of the upper extremity on (B)(6) 2022 (dwell time 10 days). PICC was exchanged."

Event description:
It was reported by the customer, "a 4fr dl powerpicc provena inserted in the right upper arm basilic vein on (B)(6) 2022. It was found to be kinked in the upper 1/3 of the upper extremity on (B)(6) 2022 (dwell time 10 days). PICC was exchanged."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kink in the catheter was unconfirmed as the reported kink could not be conclusively seen in the returned image. A single ap radiograph of the patient¿s right arm/humerus was returned for evaluation. A catheter, consistent with the implicated 4fr d/l powerpicc provena, was seen in the returned image. The entrance of the catheter into the vein appeared to be steep. The ap perspective could not be used to evaluate whether there was a kink at the skin surface or venous puncture site; however, the radiograph did not exclude the possibility of kinking. It is possible that the catheter was kinked, but it could not be independently confirmed from the provided image. Possible contributing factors for a kink in the catheter could include catheter placement, patient anatomy, or catheter securement. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ a review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. The report of a kinked catheter has been documented and will be monitored as part of complaint trending. H3 other text : evaluation findings are in section h.11.